Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported there was no delay.

Event description:
Additional information received, reported that there was no impact to patient outcome. They were still able to make a proper diagnosis according to the physician. No additional procedure was required.

Manufacturer narrative:
The manufacturer representative, performed a system check out. The system performed as intended. And no hardware parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that there was an inaccuracy noted during a "visualase laser ablation case with stealth vertek pad guidance for biopsy and laser placement. The tracer registration was used on a MRI scan and there was a 1.3 predicted error. The vertek was used to biopsy a tumor and pathology came back representative of the lesion. The vertek guide was left positioned as is and visualase bone anchor and laser was placed in same trajectory. When patient was imaged for laser ablation part of procedure it was noted the biopsy and the laser placement were 3-4mm superior to the planned position. The surgeon was able to ablate the superior aspect of the tumor and opted to come back with the auto guide robot at a later date depending on how well the existing treatment applied. Medial/lateral placement was accurate. The trajectory was frontal on a lesion that was temporal. Needed trajectory had some skive/angle to it. The patient had also moved during the drilling process and trajectory was rechecked by confirming the drill bit still lined up in the twist hole being made." Unknown if there was patient impact or delay.